Event description:
There was a report of a tandem mobi cartridge alarm during the load process. The customer's blood glucose level did not exceed 500 mg/dl, which indicates no adverse impact. The customer was able to reload the original cartridge with insulin and resume insulin therapy successfully. The issue was resolved without further troubleshooting.